Event description:
It was reported that the pt underwent an unspecified spinal surgery with posterior instrumentation. At an unk time post-op, the hcp detected a loose connection at a screw in s1. A revision surgery was conducted to remove the screw. During the revision surgery, metallosis was observed in surrounding tissues of s1. New screws were implanted.

Manufacturer narrative:
(B)(4). A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event. Analysis of the returned device is in process. A follow up report will be submitted when analysis is complete. Films of applicable imaging studies were not returned to the manufacturer for eval. Therefore, we are unable to determine the definite cause of the reported event.